Event description:
It was reported that "during hemofiltration blood escaped between the vee transition piece and the pt's lumen." Pt status is o.k. According to the sales rep. The nurse admitted they possibly punctured the catheter themselves.